Event description:
Consumer reports having trouble with their family member's meter. Unable to obtain any reading other than hi. Needed to call emt for assistance with readings. Emt reading was around 200, had to transport to the hosp due to cardiac problems.